Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the leg for an unknown duration when medical attention was sought on (B)(6) 2026. The patient reportedly experienced elevated blood glucose levels up to 400 mg/dl with a large amount of ketones. Reported symptoms at presentation included a large amount of ketones, headache, and stomachache. The patient was reported to have a known allergy to the pod adhesive, with redness observed at the pod application site. Medical treatment consisted of insulin injections, and the patient was monitored until blood glucose levels decreased. The reported medical assessment was to reduce ketones, change the pod, and assess whether a difference was observed. The length of hospitalization and discharge date were not provided. Follow-up outreach attempts by clinical/product support were unsuccessful after multiple attempts; therefore, no additional information was available. A supplemental report will be submitted if additional information becomes available.